Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan reporting an "error 1" issue with the subject meter. The reported issue first occurred at 5pm on (B)(6) 2011. The patient reportedly had started to have symptoms of nausea, blurred vision, and headaches about 5-10 minutes before the getting the "error 1" message. The patient self treated with 8 units of novolog at 5:15 pm or 5:30pm that day and had also obtained a "387 mg/dl" on another meter around the same time. No other forms of medical intervention were reported. The customer service representative troubleshot the "error1" issue with the patient and noted that the issue was unresolved. There is no indication that the product caused or contributed to an adverse event since the patient's symptoms started before the reported issue first occurred. There was also no indication that the patient administered inappropriate self-treatment as a result of the reported issue. However, this complaint is being reported because the alleged "error 1" issue was not resolved with troubleshooting. Replacement products were sent to the patient.

Manufacturer narrative:
The 510(k) # is k073231. Lifescan (lfs) has received the meterand test strips involved with this complaint on (B)(6) 2011; however, device evaluation has not been completed. Lfs will evaluate them and inform FDA of the investigation in a supplemental report.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a defective processor u5. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.